Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing when the customer removed the sensor. Customer's blood glucose levels at the time 5.8 mmol/l. Advised sensor would be replaced.